Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (described as approximately (B)(6) old). The device has been reported as discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned and may have aided the investigation in determining a cause for the reported event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information available, the reported difficulties experienced during the procedure, appear to be related to the operational context of the device. Review of the device history record for this lot did not produce any findings relevant to this report. As the lot number was not provided, a review of the device lot history record could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed. As per the instructions for use, the access ports were used and as the thumb advancer was pulled back, the device was easily removed. The clip achieved hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.